Event description:
The iab was inserted transthoracically. The iab leaked and the iab was removed. Multiple event to initial complaint number 97-00118. Event complications: unk reported 1/31/97. Pt's current statu: unk reported 1/31/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97).undereater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.